Manufacturer narrative:
No sample was received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A customer reported that the facility may have had a problem with a viscoelastic product. Additional information was obtained upon follow up with a pharmacist who clarified that the facility diagnosed one patient with toxic anterior segment syndrome (tass) two days post op in which viscoelastic product was used during their procedure. The procedure information is unknown. Additional information has been requested. Additional information was received from the director of patient safety who clarified that the patient presented with (tass) at one day post op.